Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic distal gastrectomy. Event description: this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: during a procedure, the customer noted that a rubber fragment fell off inside abdominal cavity. The rubber was removed from patient and the event unit was replaced with new one. The surgery was completed without patient injury. Initial investigation report by (B)(4): the unit event unit and one(1) portion of the septum were returned to (B)(4) and visually inspected. The reported damage to the septum was confirmed; the septum was missing a portion; the returned fragment (size approx. 4.5 mm x 4.0 mm) matched to a missing portion of the septum. The shield had no visible damage. The ddb was torn. However, the ddb was not missing any portions. The unit along with the fragment will be returned to (B)(4) for further evaluation. Admin#(B)(4). Type of intervention: na. Patient status: no patient injury.